Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. They made the comment that they had 'it' replaced once before. The patient initially stated they were referring to their patient pro grammer. The patient was asked for the date and to clarify the reason the patient programmer was replaced and they stated it was replaced (B)(6) 2018 and was unable to clarify the reason for replacement. It was noted they provided the replacement procedure date. Patient services attempted to clarify what was replaced on that day and the patient was unable to clarify. They stated the replacement occurred because there was an issue that the patient experienced. The patient had adifficult time clarifying. The patient stated it wasn't working and when asked to clarify they stated nothing was happening. The patient was asked if they were receiving therapeutic results from the stimulator and they stated yes. The stated they were told to put the box away and they were never told how to use it. Throughout the call the patient would use the term stimulator when referring to their patient programmer. Patient services was unable to truly clarify what was not working, the patient programmer or the therapy despite multiple attempts. The patient stated they never used the patient programmer to make their own adjustments because they did not know how to make adjustments. The patient mentioned this was the second implant they put in. The patient stated the first ins was not functioning and had to be replaced. No further complications were reported or anticipated.

Manufacturer narrative:
G5: PMA/510(k) number added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the this ins was not giving her anything and not working so they had to remove it and implant a new ins. The patient stated this occurred a week or 2 after implant.